Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A gold-tite® square uniscrew (unisg) was returned for investigation. Visual evaluation of the as returned product identified a fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 45 and length of usage is unknown. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (unisg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.